Event description:
A pt with compression fractures of t3 and t4 was treated with balloon kyphoplasty. Pt had a history of lung cancer and had previously undergone radiation and chemotherapy. The kyphoplasty was performed without incident, with no obvious cement extravasation. The pt, however, awoke from the procedure unable to move her legs, though sensation was preserved. The pt was admins intravenous steriods and experienced some improvement in leg function. The pt underwent a decompressive laminectomy; no cement, mass, or hematoma was observed in the canal, and the cord appeared normal. The pt's pre-and postoperative examinations are consistent with anterior spinal cord syndrome.